Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension/retraction issues. The lead was removed prior to pocket closure and another lead was used to complete the procedure. Upon receipt at our post market quality assurance laboratory the helix and difficult-to-position allegations were confirmed based on the x-ray observation of a fractured cathode inner coil near the terminal end. No adverse patient effects were reported.